Event description:
On august 17th, the user posted on social media that he received elevated blood glucose (bg) readings. The user posted that due to the above, he injected insulin and ended up in the hospital with a bg reading of 40 mg/dl. While on the phone with dario's representative, the user reported that on august 16th and 17th, he received bg readings in the range of 256 mg/dl to 495 mg/dl with his new dario meter, when his normal bg level is usually between 86 mg/dl and 130 mg/dl. Due to these readings, the user reported that he administered 5 units of insulin. The user reported that one hour after administering the insulin, he started feeling strange and his skin felt cold and clammy. Due to these symptoms that the user was experiencing, he sent his mother to purchase a non-dario meter, which the user then tested with and received a reading of 55 mg/dl. The user reported that he began to drink coke and took 4 glucose tablets. After feeling that this hadn't helped raise his bg level back up, the user reported that he drank orange juice and then ate a piece of a peanut chocolate bar. The user reported that he did not go to the hospital due to this incident, however he made an appointment for the next day with his doctor, who prescribed 1 mg of glucogen for use in the case of an emergency, if the user's bg levels were to decrease too low. Dario's representative offered to investigate this issue further, however the user reported that he had already returned the dario meter. In addition, the phone call with the user was suddenly disconnected. Dario's representative made multiple attempts to follow up with the user, however no response has been received to date. There is not enough information available to further investigate this case. Therefore, no resolution is available.